Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be stretched. Upon testing the fluid path, fluid was able to exit the entire fluid path. No leaks or tears were observed in the fluid path. Measurement of the soft cannula found the cannula to be 1.138 inches which is out of specifications. The download data showed no alarms, timeouts or drive stalls that would indicate a failure to deliver insulin during the run of the device. Although damage was found, the exact timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.